Event description:
Customer reported the menu and up buttons on the infusion device work intermittently. The protective rubber has worn off the buttons and the ground-plate is visible. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.